Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information was received on 5/15/2018: it was reported that the procedure being performed was a percutaneous coronary intervention. A 6fr sheath was used prior to the use of the angio-seal. After percutaneous coronary intervention a 6fr angio-seal device was applied for hemostasis, but the hemostasis result was not so good, the operator found slight bleeding. It was stated that this might have occurred because the collagen deployment was not performed well. Manual compression was performed to achieve hemostasis. Additional information was received on 5/16/2018: it was reported that there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. There were no issues with insertion, deployment or withdrawal of the angio-seal device.

Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not yet received. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported while using an angio-seal device the collagen sponge wound on the anchor and could not seal which caused bleeding. Manual compression was applied to achieve hemostasis. The blood loss was less than 250cc. This was a right femoral artery puncture. A hematoma and ecchymosis was present. The patient's physical condition is stable and the operation was completed successfully.